Event description:
IV pump indicated volume of pain medicine was infusing. It was not. The patient was paralyzed and ventilated. She could not indicate that she was experiencing pain. The pump was used from (B)(6) 2014. A nurse hung an intravenous bag of fentanyl to run continuously in order to control the patient's pain. The pump initially alarmed due to an upstream infusion problem. The nurse checked the pump, but did not see a problem and silenced the alarm. It alarmed a second time and the alarm was silenced. It did not alarm again until the following day when the patient was to receive a bolus of fentanyl. The nurse on that day did not see a problem and silenced the alarm. The pump did not alarm again. On (B)(6), a nurse was checking the line and discovered that the upper clamp was closed above the pump. The pump indicated that medicine had been infusing. The patient had received no pain medication for over 40 hours.